Event description:
Dr showed rptr's husband a "u" rod, but rptr just found out that he used MFR's system. When they questioned the dr about the rod he would not discuss it with them. Her husband has had to retire as he got worse after surgery. He has been in the hosp on several occasions. They have had no life since this surgery. Rptr wants the FDA and all parties to know what this hardware has done to pts and their families. Rptr feels it's wrong to tell someone you are going to operate on their back and make them 75 to 80% pain free, and show them one thing then put something else in their back without their knowledge. Then never tell them what has been done to them. (Also see 1004129.)